Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling and rupture. Manufacturer¿s reference number: (B)(4). Investigation summary: according to the information received, the patient experienced a rupture in the breast implant and developed cutaneous contour deformity. The ruptured breast implant involved in this complaint was not received. Therefore, your device couldn´t be analyzed according to our procedures. Please ship the product back to us to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the ruptured device, please contact our team using the information contained at the end of this letter. Although the product was not received, the manufacturing records of the lot-serial number were reviewed. The manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and cutaneous contour deformity complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Device history lot: a manufacturing record evaluation was performed for the finished device 6474419 number, and no non-conformances were identified. Manufacturing date: may/18/2011, expiration date: may/31/2016. Device history batch: null. Device history review: null.

Event description:
It was reported that a female patient who underwent breast revision augmentation surgery with two 600cc mentor memorygel breast implants experienced bilateral rippling, skin thinning and rupture post procedure. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.